Event description:
A pump malfunction was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support helped the customer by providing pump reset information and assisting with resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue recurs, which the customer acknowledged and understood.